Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a critical pump error after he went swimming. Customer's blood glucose was 7.4 mmol/l at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.

Manufacturer narrative:
Unable to verify insulin pump was not received stuck in manufacturing mode due to critical pump error (open book image). Unit was received with critical pump error (open book image) and pump error noted in the download long trace file due to corroded force sensor. The electronic assembly and motor was also corroded. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit had minor scratched display window, scratched case, cracked case at battery tube side, pillowing keypad overlay and cracked keypad overlay at the select button.